Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the device and replaced the therapy pcba. The root cause for the reported issue was determined to be the therapy pcba but further root cause is undetermined. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report from the customer that the device froze. They reported, "equipment failed to deliver a shock, froze and power cycle when it ran overnight connected to a simulator with the sync mode on." In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no report of patient involvement associated to this event.